Event description:
Device cimplications: no malfunction identified. Time of complication: during the procedure. Symptoms: right eye visual deficit. It was reported that during a stenting procedure of the right internal carotid the pt experienced right eye visual changes. The pt was given a dose of integretin bolus, and drip. Multiple retinal arteriolar emboli seen in the right eye at cra main trunk and several above macular. It was also noted that they attempted ocular message repeatedly with no effect. A neurological consulation revealed unilateral altitudinal visual field deficit in the right eye, but no deficit on visual field testing on confrontation with both eye open.